Event description:
It was reported to resmed france that a pt died in the hosp while using an astral device. No device malfunction was reported but the customer request the device be evaluated. MFR ref #: 3004604967-2015-00069.